Event description:
The customer reported that a patient with blood group a reacted in serum grouping with biotestcell a1&b as a bloodgroup o. The patient sample yielded a false positive reaction with biotestcell a1. The customer also reported that the patient showed a positive antibody screening test with all three screening cells and at different incubation temperatures. The patient sample was sent to a reference laboratory and this determined a room temperature antibody, specificity not identified. The customer has neither returned the patient sample that had caused a false positive test result nor the supposedly defective product. Therefore our quality control laboratory tested its retained biotestcell-a1&b sample with different red cells. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.